Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter clogged the air/water supply pipe due to deformation of the air/water supply nozzle. It was confirmed that the air/water nozzle was deformed and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. During the inspection at repair center, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Inspection of the returned device revealed additional findings. The bending section cover had scratch, and the adhesive had a white clouded area. The bending angle up direction does not meet the standard value and the play of the upward/downward angulation control knob is out of the standard value. Due to a dent on channel-tube, forceps cannot be inserted smoothly. Objective lens and light guide (lg) lens had cracks. Adhesive around light guide (lg) lens was peeled. Connecting tube had a buckling, a dent and a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported to olympus by a customer that an evis lucera gastrointestinal videoscope had air/water flow issues from the air/water flow system and reduced angulation. There was no reported patient harm or impact due to this event. Upon evaluation of the returned device, it was observed that there was foreign matter within the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being sent to provide the following information that was inadvertently left out event description for the initial report: MFR report #9610595 - 2023 - 00753.  Patient identifier: (B)(6). Please see below for the details: the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, it is unknown if there was a delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. Upon evaluation of the returned device, it was observed that there was foreign matter within the nozzle.